Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 5 during basal delivery. Customer's blood glucose level was 330 mg/dl. The customer indicated that levemir insulin shots would be administered.